Manufacturer narrative:
(B)(4). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7045879, medical device expiration date: 2018-07-31, device manufacture date: 2017-02-14. Medical device lot #: 7086871, medical device expiration date: 2018-09-30, device manufacture date: 2017-03-27. Medical device lot #: 7199526, medical device expiration date: 2019-01-31, device manufacture date: 2017-07-18. Medical device lot #: 7296775, medical device expiration date: 2019-04-30, device manufacture date: 2017-10-23. Medical device lot #: 7086871, medical device expiration date: 2018-09-30, device manufacture date: 2017-03-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had multiple issues including foreign material, short count, collapse tubes, and open packages. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had multiple issues including foreign material, short count, collapse tubes, and open packages. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's multiple indicated failure modes for foreign matter, damaged packaging, incorrect count and collapsed tubes with the incident lots were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes with the incident lots were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.